Event description:
(B)(4). Same case as 2134265-2010-03495 and 2134265-2010-03496. It was reported that following a carotid artery stenting procedure, the patient experienced neck discomfort and vessel spasm. The target lesion was located in the right proximal internal carotid artery with 85% stenosis, was 8.0 mm long with an 8.0 mm reference vessel diameter. The target lesion was treated with 2 filterwire ez devices and placement of a carotid wallstent. The first filterwire was unable to be deployed due to the wire being bent/kinked. The second filterwire was bent/kinked during deployment. This device was delivered and retrieved successfully. Following post-dilatation, residual stenosis was 0%. The patient experienced mild neck discomfort and a vessel spasm the same day. Medication was administered and the event was considered resolved without residual effects and the patient discharged the next day.

Manufacturer narrative:
(B)(6); (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).